Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Functional quality and production testing was not performed since the attachment was received in non-working condition. The reported complaint could not be confirmed as an actual temperature reading was not captured. A root cause as to why this situation could have occurred could be determined based on quality observations. Microscopic evaluation revealed some debris inside cap and head cavities. Some debris was observed within the o-rings area. All gears looked good. Failure of the cap end bearing retainer most likely created friction within the head which resulted in temperature increase. The root cause was determined to be cap and bearing excessive use/abuse.